Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Cardiac arrest: the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The patient was placed onto impella support due to acute myocardial infarction/cardiogenic shock. While on support, the patient experienced internal bleeding suspected to be gastrointestinal. The patient coded and expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.